Event description:
Patient undergoing treatment for coronary artery lesion. Upon attempting to deliver a stent to the mid lesion, the stent dislodged from the balloon in the coronary artery. The stent was snared and was pulled to the femoral sheath. The femoral sheath was removed but the stent remained in the femoral artery and embolized to the right lower extremity vasculature. The patient was asymptomatic with bilateral lower extremity pulses.